Event description:
It was reported that the patient's artificial urinary sphincter was not working. The patient experienced recurring incontinence. The system was replaced with a 4.0 cm cuff, pump, and 61-70 cmh2o balloon. Once explanted, the balloon was noted to have a hole. The patient had no further complications. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Product was explanted and expected to be returned.  A supplemental report will be filed after product has been returned and product analysis has been completed.

Event description:
It was reported that the patient's artificial urinary sphincter was not working. The patient experienced recurring incontinence. The system was replaced with a 4.0 cm cuff, pump, and 61-70 cmh2o balloon. Once explanted, the balloon was noted to have a hole. The patient had no further complications. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.